Event description:
During an in clinic follow up, noise resulting in oversensing leading to pacing inhibition was noted on the right atrial (ra) lead. During the lead revision procedure, lead insulation damage was observed. The ra lead was capped and a new ra lead was placed to resolve the event. The patient was stable.